Manufacturer narrative:
The actual date of event, is unknown, only month and year are known, so the date used was (B)(6) 2013.

Event description:
This complaint was received as follows: "states bleeding to muco-cutaneous junction over past 2 days. Up to 2 inches blood collecting in pouch up to 12 times over the 2 day period. Advised to follow with hcp asap." Additional information received from (B)(4) nurse and patient: ostomy nurse has recommended EU stop taking the red yeast rice and niacin. EU called her pcp, gastroenterologist, surgeon and ostomy nurse. All recommended she go to the emergency room. Patient declined. States if she has bleeding during the night will go to emergency room then. Based on the available information, this ae 'bleeding from/near stoma' is deemed a serious injury as bleeding may become severe enough to warrant a medical surgical intervention to bring under control. However, there is no evidence provided that the bleeding was caused by the use of the appliance as the event was reported to have first occurred in (B)(6) 2013 and have been occurring intermittently since then. Based on historical data for the use of this and similar devices, this type of bleeding is due to abnormal blood vessels around the stoma. The bleeding area has been assessed by a surgeon who has recommended a non surgical approach to management which may include laser treatment. From a clinical perspective, a causal relationship between the s4s/sur-fit natura 2 pc - 2 pc stomahesive (sh) wafer w/flexible collar and the event is therefore, deemed unlikely.